Event description:
The pt has 2 leads (from the same lot) implanted as part of his peripheral nerve stimulation (pns) system. The pt reported he experienced auto-reducing when he attempts to increase stimulation. Additionally the pt experienced ineffective stimulation. Surgical intervention was undertaken and the scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.